Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance from tip to coil and high impedance on the rv defib coil. Isometric exercises in were able to reproduce the issue. A lead fracture was suspected. During the revision, the lead removal attempts were unsuccessful. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, rv coil impedance spiked to 254 ohms from a 70 ohms trend with variability. (B)(4).